Manufacturer narrative:
Arjo received information from (B)(6) that enterprise 9000x bed was defective. The device evaluation performed by arjo technician revealed that the c-clip responsible for keeping the radius arm in place cracked and radius arm dislodged from the bed's frame. There was no indication regarding patient involvement. No injury or other medical consequences reported. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees). The second scenario may take place when the obstacle is put between the base frame and the radius arm. Based on the limited information gathered, the exact scenario which led to the radius arm detachment could not be determined. In summary, there was no information provided that claimed enterprise 9000x bed was used with the patient when the malfunction occurred. During the bed¿s evaluation, the detachment of the radius arm was found, therefore it can be stated that the bed did not meet the manufacturer¿s specification. The complaint decided to be reportable in abundance of caution due to the enterprise 9000x malfunction (radius arm detachment).

Event description:
Arjo received information from (B)(6) that enterprise 9000x bed was defective. The device evaluation performed by arjo technician revealed that the c-clip responsible for keeping the radius arm in place cracked and radius arm dislodged from the bed's frame. There was no indication regarding patient involvement. No injury or other medical consequences reported.